Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17-feb-2026, a sales representative reported via phone that an ar-8973l-30-130 arthrex® fibulock® nail broke. This occurred during an ankle fracture procedure on (B)(6) 2026. While implanting the device, the top of the nail, where the talons deploy, broke off in the patient. The fragment could not be recovered. The patient had moderate-to-hard bone quality; the bone was prepped using an ar-8973ds fibulock® implant system. This delayed the procedure approximately 15-20 minutes; it is unknown if additional anesthesia was administered. The procedure proceeded using an ar-9943bl-04 locking distal fibula plate to fix the fibula fracture.